Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. H6 component code for investigation findings has been corrected from testing of actual/suspected device to device not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the cause of the malfunction was due to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a broken piece right under the light cord connection on the scope. There was no procedure or patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.